Event description:
The customer called reporting that the unit of measure in their locked freestyle meter had changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.